Event description:
The customer reported that the nbp had no red alarms. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information was received through good faith effort response identified that this is an enhancement request adding nbp red-alarm functionality. As per the definition of non-reportable, based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. We will close this record as a non-reportable. Analysis was performed by a philips clinical application specialist (cas) which included interviewing the customer who alleged the unit had no nbp red alarms. The cas confirmed the unit worked as expected and referred them to an outlined section of the IFU. The customer requested an enhancement to the unit which involved adding an nbp red-alarm functionality. Based on the information available in the case, the customer's alleged malfunction could not be confirmed as the unit worked to specification as outlined in the IFU. The alleged malfunction was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.